Event description:
Cardiology works collaboratively with biotronik to monitor pacemaker patients in an outpatient setting through a system of text alerts. When removing the patient from the biotronix remote monitoring website, several alerts were discovered by the device nurse that had not been communicated and received via the text alert system.